Event description:
The patient experienced a shocking/jolting sensation when he would bend over. He also noted that his neurostimulator had moved out of the pocket. Further information was requested.

Manufacturer narrative:
(B)(4).